Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving morphine via an implantable pump for spinal pain. It was reported that the patient's pump had flipped. The patient had reported feeling relief after a refill, but then losing relief shortly before the next refill. The pump had flipped several times evidenced by a permanently twisted/kinked catheter. The date of the event was unable to be obtained. A revision surgery was scheduled to reorient the pump and secureit. The catheter was partially explanted. The pump segment plus a partial spinal segment was removed during the revision. The catheter was trimmed on (B)(6) 2016 and a new pump connector was added. The existing pump was reused and remained implanted. A new pocket was created below the existing pocket to help secure pump. It was further noted that cerebrospinal fluid (csf) was unable to be aspirated until adequate catheter was trimmed yielding only untwisted catheter remaining. The catheter was trimmed further in the same case on (B)(6) 2016 after which approximately 2.5 ml of csf was able to be aspirated. It was also noted that 2.5 ml was expected to be aspirated from the pump during the revision/refill and 40 to 55 ml were aspirated instead. The pump was refilled with 39.5 ml of new medication. An explanted portion of catheter was returned to the manufacturer. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications the patient was taking at the time of the event was not able to be obtained. Additional information has been requested regarding the cause of pump flipping, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the 8780 catheter found significant twisting that may have affected infusion. (B)(4).

Event description:
Additional information received reported the physician tried to fill the pump in (B)(6) 2016 . It was found to be flipped so the patient went in for surgery to have that resolved in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.